Manufacturer narrative:
(B)(4). Batch # p57028. Device evaluation: the analysis results found that one ec60 device was returned with the firing mechanism damaged and with an ecr60g cartridge reload loaded on the device. The cartridge reload was received partially fired 1/2. No functional test was performed due the condition. The device was disassembled to verify the condition of the internal components and the spring pawl was noted to be detached, causing the firing mechanism not to properly operate. While no conclusion could be reached as to how the spring pawl became detached; it should be noted that 100% inspections take place during manufacturing to ensure the device meets the require specifications prior to shipments. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device could not fire farther. During the resection of pulmonary bullae, could not fire farther after fired a half, and the firing trigger was loose. Another device was used to complete the surgery. There were no adverse consequences to the patient.